Event description:
A (B)(6) customer purchased a second hand contour link through a (B)(6) website. It turned out to be a us meter reading in mg/dl. No adverse event alleged. The customer was advised to return the meter for investigation and a replacement was sent to her.